Event description:
Initial reporter indicated his seizures were pretty well controlled until he had his new vns implanted in 2009. Since then, he has really struggled with his seizure control. The patient has had many programming titrations in an attempt to attain seizure control. Good faith attempts are being made to see if their seizures are over baseline and investigate further the cause of the event.